Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open connection on the distribution node pca. The front therapy electrode pulse wires disconnected from the pca. The root cause for the disconnected pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
While investigating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The electrode belt failed a therapy electrode recognition test.